Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00301.

Event description:
Allegedly, patient was revised due to mom complications: bone cysts; pseudo-tumor; metallosis and osteolysis; high levels of metal ions, such as chromium and cobalt in the bloodstream; detachment, disconnection, and/or loosening of the acetabular cup; loosening of the femoral component; and other complications requiring revision surgery (left).